Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. In this case, it may be possible that the sidearm and the syringe/inflation device (device use for preparation) did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis and the inflation component was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that in a vascular access interventional therapy (vaivt) procedure to treat an 100% stenosed lesion in the cephalic vein with moderate calcification. The 8x40mm armada 35 balloon dilatation catheter (bdc) was advanced on a .018 non-abbott guide wire (gw) via a 7fr sheath. The balloon was inflated to 10 atmospheres (atm); however, pressure was lost with no balloon rupture, and a contrast leak was noted at the junction between the shaft and the strain relief of the bdc. Therefore, the bdc was removed from the patient. Another armada bdc was used to continue the procedure. There was adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.